Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test or verify unresponsive buttons/keypad due to blank display. No unexpected beeping or alert tones noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer's parent reported via phone call indicating that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller states that the customer takes the insulin pump in the hot tub ten times. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.